Manufacturer narrative:
(B)(4). Batch #r9306w. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the hand piece. In addition, the moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressible force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected hand piece functionality. No conclusion could be reached as to what caused this issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the device was producing dropouts. Reconnecting did not work. Device showed error message. Surgery completed with different hand piece.